Event description:
The customer reported smoke was observed from the device. The hospital biomedical engineer reported visual evaluation of the motor controller pcb board noted an overheated component. The customer reported the device was in use on a pt and there was no pt harm. The manufacturers service technician verified the component failure on the motor controller pcb board. The service technician replaced the motor controller pcb board to address the finding. Performance verification testing was completed and passed to operating specifications.